Event description:
It was reported that the head of a coupling screw popped off while the surgeon was inserting the helical blade. The blade had been fully malleted in when the screw broke. No back-up part was available, so the surgeon had to use a screw removal set to disengage and retrieve the coupling screw. A three (3) minute surgical delay was reported. No known patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: november 30, 2005 ¿ manufacturing site: (B)(4). A review of the device history record indicates there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate that the product was manufactured to specifications. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (coupling screw). The coupling screw was returned and reported to have had its head broken off during surgery. This condition is confirmed; the knurled head of the device appears to have shorn off about a millimeter or two from the proximal head. It is likely that an off angle hammer blow from the surgeon in conjunction with over nine years of consistent use has led to this complaint condition. The balance of the device is worn but in otherwise working condition. The device was manufactured in november 2005 and is over nine years old. The associated drawing for the device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.